Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device underwent thorough analysis. Microscopic inspection identified both cylinders had broken fabric threads from wear in the proximal end of the cylinder. Both cylinders also had wear at folds in the proximal end, middle, and distal end of the cylinders. Additionally, the pump's kink resistant tubing was worn to the filament. Leakage testing was performed. It was found that both cylinders had a bulge in the proximal end of the cylinder when inflated using a pump. There were no leaks present in the system.

Event description:
It was reported that the ambicor penile prosthesis (app) device was no longer working due to a break in the cylinder. The physician believes the break was caused by normal wear and tear. The app device was explanted, and a new app device was implanted. There were no patient complications.

Event description:
It was reported that the ambicor penile prosthesis (app) device was no longer working due to a break in the cylinder. The physician believes the break was caused by normal wear and tear. The app device was explanted, and a new app device was implanted. There were no patient complications.